Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the horizon small clip applier instrument to perform failure analysis. The instrument was analyzed, and the complaint was not confirmed by failure analysis. The instrument successfully passed the manual articulation test. Internal and external visual inspections revealed no abnormalities. The instrument was tested on an in-house system and passed both recognition and engagement tests. It moved intuitively with a full range of motion in all directions, and the jaws opened and closed properly. The clip test was performed three times in different positions, and the instrument passed each attempt. Overall, the instrument was fully functional, and no product issue was identified. The probable root cause cannot be determined based on the information provided and failure analysis results. The reported event was not confirmed as failure analysis found no functional issue. The instrument was visually inspected and evaluated for its mechanical and/or electrical characteristics. The failure analysis investigations and in-house testing of the returned product revealed no issues related to the customer reported event.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that during a da vinci-assisted internal mammary artery harvest: bilateral surgical procedure, the horizon small clip applier instrument moved on its own and did not hold the clip in place. No fragments fell inside the patient. The user completed the procedure, and no known impact or patient consequence was reported.